Event description:
It was reported that while the altrix machine was running, the altrix blanket burst with water while attached to the patient. It was reported that the patient had a preexisting grade 3 pressure sore with a newly dressed wound. Due to bursting of the blanket, the dressing became soiled and the wound was wet. The procedure was not completed and the wound needed to be redressed using an aseptic technique. No injury was reported as result of this event.

Manufacturer narrative:
Corrected reportability awareness date in section g3.

Manufacturer narrative:
The customer was not able to confirm where the burst occurred or for how long the blanket was in use before the incident occurred. The customer also did not have photos of the blanket available as it was discarded. H3 other text: device was discarded.

Event description:
It was reported that while the altrix machine was running, the altrix blanket burst with water while attached to the patient. It was reported that the patient had a preexisting grade 3 pressure sore with a newly dressed wound. Due to bursting of the blanket, the dressing became soiled and the wound was wet. The procedure was not completed and the wound needed to be redressed using an aseptic technique. No injury was reported as result of this event.

Event description:
It was reported that while the altrix machine was running, the altrix blanket burst with water while attached to the patient. It was reported that the patient had a preexisting grade 3 pressure sore with a newly dressed wound. Due to bursting of the blanket, the dressing became soiled and the wound was wet. The procedure was not completed and the wound needed to be redressed using an aseptic technique. No injury was reported as result of this event.